Event description:
I got lasik eye surgery. I was informed with incorrect statistics and facts about complications. I was not informed that being young is a risk factor for post lasik ectasia and that pregnancy can trigger late onset post lasik ectasia. I live every day in fear and debilitating anxiety that has destroyed my life. My dreams of becoming a mother are now crushed in fear that if I have a child, I will develop post lasik ectasia. If I was informed with proper statistics and risk factors I would not have done this surgery. I am going to commit suicide because I cannot live like this every day. I was told post lasik ectasia occurs once in 100,000 procedures and the clinic made it sound as though this was a complication that can occur if the procedure is not done properly, and I trusted that this reputable surgeon would safely and properly perform the procedure, therefore I felt that it was not a threat. The truth is, post lasik ectasia occurs once in every 2000 cases, can occur years later down the road even if the surgery was performed properly and can be triggered by pregnancy. I have major depression and anxiety, I live in fear every single day. I cannot live any longer. I am very young and was taken advantage of at only 23 years old. I later found out if I want to be a mother in 5 years, it is a risk factor for developing post lasik ectasia. I am afraid to wake up every morning. I can no longer live like this. This procedure needs to be taken off the market, or at the very least be much more transparent. I beg of you, FDA, please inform people, especially young people that their risks of corneal ectasia are much higher, and that perhaps lasik should be considered after having children, not before. Doctors should inform women that if they plan on becoming pregnant that post lasik ectasia may be triggered by pregnancy. Please don't let other young women suffer suicide like me because of a lack of information and downplayed risks that are barely touched on by refractive surgeons. Please make it a legality to include this information in consent forms. If this is the last thing I do before I take my life today, I hope that I can prevent others from following this same path.